Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual examination of the pump, the keypad cover was observed to be peeling and torn off over the down arrow button. During testing, all of the keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen text appeared dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the pump keypad buttons were delayed in response and difficult to press. It was also reported that the keypad cover was peeling off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.